Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the wire stopped suddenly when pulling back after left ventricular (lv) lead placement and fixation. It was noted that the wire was stuck, and the physician was not able to push it in or pull it out completely. The physician decided to cut the wire at the end of the lead connector and the tip of the wire was far proximal of the lead electrode. The lead remains in use. No patient complications have been reported as a result of this event.